Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32735. The patient was having explanation surgery due to the patient no longer needing pain management therapy. During the procedure a portion of the lead broke off and remained within the patient¿s body. The portion of the lead will be removed on a later date.

Event description:
Related manufacturing number: 1627487-2020-32735.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.